Event description:
It was reported that during a left arm fistulogram and percutaneous transluminal angioplasty (pta) treatment procedure, the distal shaft of the 4f sterling otw 8.0x40/135cm balloon shaft fractured. The physician was able to successfully snare the fractured portion and remove it. He subsequently used another manufacturer's balloon to complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine." Additional information has been requested regarding this event.

Manufacturer narrative:
.